Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up, far-r wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.